Event description:
Meter name: one touch basic. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dizzy. A pt reported they were unable to test on the meter. Their meter allegedly would only prompt the clean test area message. Issue was not resolved. The result on their meter was unable to test. The result on the friend's or doctor's meter was in the "200 range". The time difference between pt's meter and the friend's or doctor's meter was unk. Treatment was "received a needle in the arm". No further info has been reported.